Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals. This rv lead was surgically abandoned and replaced with a non boston scientific model. The boston scientific technical services consultant did not observe any evidence of rv noise, noting that both the impedances and thresholds remained stable. No additional adverse patient effects were reported. Additional information indicated that this rv lead was documented as therapy upgrade by the local representative but could not confirm having the noisy signals.